Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent a heart transplant. It was unknown if the transplant was device or therapy related or if the device would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient's reported transplant, as well as a correlation to heartmate 3 left ventricular assist system (lvas), serial number mlp-029092, could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-029092 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.